Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated their sensor had failed and was unable to get readings on the dexcom receiver. It was indicated that during the time she was not getting readings on the receiver, she was unable to treat herself effectively and went into a diabetic coma which cause her to fall. The patient fell and landed on her ankle and indicated that it broke in 6 different places. The patient did not wish to provide further event information. At the time of contact, the patient was in stable condition.